Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. During the onsite visit the fse (field service engineer) performed maintenance with exchange of mirrors, calibration and successfully completed system verification to specification. The root cause could not be identified by the investigation. (B)(4).

Event description:
A physician reported residual astigmatism following corneal refractive procedure. Additional information has been requested.